Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of damage and leaks on the reservoir. The customer's blood glucose reading was 186 mg/dl. The customer stated that insulin spilled in the reservoir compartment while filling the reservoir. The customer mentioned that the bottom of the barrel was missing the o-ring. The product was returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking tests and no leaks were noted.